Event description:
It was reported that during a lead extraction procedure for this right ventricular (rv) lead and this right atrial (ra) lead fractured and deteriorated, resulting in retained lead fragments in both the right atrium and right ventricle. Multiple extraction related complications were encountered during the procedure. This ra lead was being explanted due to an unspecified reason. The patient outcome was reported as expected to fully recover, with no hospital admission beyond standard of care. This ra lead was disposed of. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.